Event description:
The customer reported the vertical lift is not functioning. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. (B) (4).